Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on 106 patients for ion selective electrode (ise) potassium (k). The results were questioned by a physician. When repeated on another c501 analyzer, the k results were at least 1.0 mmol/l lower. The customer indicated that ise sodium and ise chloride results were not affected. The customer calibrated the ises after speaking with the physician and received a calibration error for k. The customer changed all the electrodes including the reference electrode. The customer also changed the pinch valve and sipper tubing. The customer then primed the ises and ran 10 serum samples. The next calibration had another error for k. The customer removed the primary internal standard bottle and calibrated using the standby internal standard bottle. No bubbles were observed when priming and customer support confirmed the sipper tubing was installed properly. The ise check was good for all electrolytes. The customer ran additional samples to condition the electrodes and recalibrated. The customer received another calibration alarm for k. The customer changed the k electrode and reagents. After priming and conditioning the electrodes, the customer recalibrated and received a calibration flag for k. The customer calibrated once more, and got an acceptable calibration. The customer performed a correlation study with another instrument, which matched. The customer runs over (B)(4) on the instrument and the k electrode was changed on (B)(6) 2013, and twice on (B)(6) 2013 as part of troubleshooting. Please see the attachment for the erroneous results that were reported outside of the laboratory. The customer deemed the repeat results to be the correct results and issued corrected reports for 96 patients. The customer indicated that patient (B)(6) was a baby. The customer stated that to the best of their knowledge, (B)(6). There was no adverse event. The lot number of the k electrode in use c79, with an expiration date of 02/28/2014. The customer refused a service dispatch and considered the issue resolved.

Manufacturer narrative:
On follow up, the customer could not clarify if the diluent or the potassium chloride (kcl) was changed prior to the issue or after. The investigation could not determine a specific root cause. The data provided by the customer was evaluated. The calibration reports indicate the ise unit was in good condition. It was noted that the standards may have become contaminated with potassium during dilution.